Event description:
Device malfunction: none. Time of malfunction: after vessel closure. Symptoms/ae: systemic staph infection. It was reported that a physician trained in the use of the physician device achieved arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, approximately two weeks post procedure, the patient was admitted to another hospital with a systemic staph infection. No sign of infection at the groin site was found. The source of the infection is unknown. Though requested, no additional information has been provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.